Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. The report is filed (B)(4) 2015. Device not yet received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement and facial nerve stimulation with device use resulting in the decision to discontinue use of the device